Event description:
Medtronic received information that during the priming of this affinity oxygenator, the oxygenator leaked between the oxygenator and heat exchanger. The device was not used and there were no adverse patient effects. Additional information was received through product return analysis. During leak integrity testing, a leak was observed from the heat exchanger side seam bond. This leak was discovered by medtronic during performance testing and was not reported by the customer.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout the device. Pressure integrity testing was performed at three liters/minute with 23 psig of back pressure for ten minutes. During the pressure integrity testing, a leak was observed from the heat exchanger side seam. Conclusion: a leak from the seam of the heat exchanger was identified during testing of the returned product. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. No patient information is available because the product event did not involve a patient. (B)(4).